Event description:
This patient experienced a dissection during stent placement in the lad. This was treated with the implantation of an additional, overlapping cypher. Approximately four months later, the patient returned and angiography revealed a restenosis of the overlap site in the lad as well as a fracture of one of the cypher stents. This patient was admitted to the hospital with the chief complaint of recurrent angina. She was currently taking aspirin and insulin for which she believed to be complaint. Angiography revealed a de novo lesion in the mid lad. This lesion was not calcified or tortuous. The lesion was predilated with a balloon (type and inflation pressures unk). A 2.5x18mm cypher sent was deployed to 16 atms for 20 seconds. Upon revisulization, a dissection was noted at the proximal edge of the cypher stent.an additional 2.5 x13mm cypher stent was placed in overlapping fashion to (approx 3mm overlap) and proximally to the first and was deployed to 16 atms for 20 seconds. The overlap site was post dilated with the 2.5x13 cypher sds inflated to 16 atms. Two additional cypher stents were placed in a de novo lesion in the proximal lad without incident. The patient was discharged home on plavix and aspirin and in stable condition. Repeat angiography revealed restenosis of the overlap site of the two cypher stents, extending distally into the 2.5 x 18mm cyher stent. The physician also noted a gap in the struts of the 2.5x13mm cypher stent and suspected a stent fracture. The following day, after consultation with the physician , the patient returned to the cath lab and intravascular ultrasound (ivus) was conducted. Ivus confirmed the presence of a stent strut fracture of the 2.5 x 13mm cypher stent and the presence of instent restenosis within the 2.5x13mm and 2.5x18mm cypher stents. This was treated with re-ptca (raptorail balloon) and the deployment of a 2.5 x 24mm taxus stent within the cypher stents. An additional taxus stent was deployed to a de novo lesion within the lad. This is an initial /final report. Please note the following final aspects of the file: this female patient with a history of CABG and diabetes had cypher stent implantation. These are pre-morbid conditions which increase the risk for a mace. The lesion located in the mid lad was de novo. The lesion was pre-dilated. A cypher stent 2.5mm x18mm was deployed. A dissection was noted at the proximal edge of the cypher. This was treated with an additional cypher stent 2.5mm x 13mm placed in an overlapping fashion proximal to the other stent. Two additional cypher stents were placed in a de novo lesion in the proximal lad without incident. The safety and effectiveness of placing more than two cypher stents has not been established.